Event description:
The customer reported the device provided a 55% spo2 reading on a neonate patient on a ventilator. Supplemental oxygen was administered.

Manufacturer narrative:
The returned device was evaluated. The module powered on when connected to pc with masimo protocol analysis tool and an error message displayed which prevented further module operation. Accuracy testing could not be performed since the unit goes into a fault ¿positive preamp voltage". Internal inspection found a short on a component and the technology board was not functional. The reported issue was not duplicated. A service history record review reveals that this unit was in the field for over nine months with no previous reported issues related to this reported event.